Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, 3 hours since the procedure was started the patient suddenly got up after the pulmonary vein isolation and ablation of the inferior vena cava tricuspid annulus. After that, blood pressure dropped, and when checked by echo, a cardiac tamponade was confirmed. Pericardial drainage was performed after onset of cardiac tamponade. The amount of fluid removed is unknown. The patient¿s condition was improved. There is no information about the hospitalization. When the case was reviewed by a carto 3 system replay, there was no problem with impedance and contact force during ablation right after cti ablation, when the patient got up. No defects were reported for biosense webster products. First visual inspection was performed and the device was visually inspected and it was found in good conditions. Second visual inspection was performed and it was found in good normal condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, 3 hours since the procedure was started the patient suddenly got up after the pulmonary vein isolation and ablation of the inferior vena cava tricuspid annulus. After that, blood pressure dropped, and when checked by echo, a cardiac tamponade was confirmed. Pericardial drainage was performed after onset of cardiac tamponade. The amount of fluid removed is unknown. The patient¿s condition was improved. There is no information about the hospitalization. The physician suggested that the ablation catheter may have penetrated the myocardium when the patient got up and that the event was a result of the patient¿s condition. When the case was reviewed by a carto 3 system replay, there was no problem with impedance and contact force during ablation right after cti ablation, when the patient got up. No defects were reported for biosense webster products. It was assessed to conservatively report this event under the ablation catheter.